Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level. Reportedly, the customer was using lyumjev insulin with the pump. Tandem customer technical support informed customer that lyumjev insulin is off-label per the user guide. To resolve the issue, the customer occasionally changed infusion sets and cartridges or changed just the cartridge and resumed insulin.